Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified infection and cloudy effluent. The nature of the infection was unknown. The patient was hospitalized for these events. Treatment was not reported. The outcome of these events was unknown. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this event.